Event description:
Nurse stated she went to pt's home to change a catheter that had been in place since 11/11/96. Balloon would not deflate to remove catheter. Physician's office on the phone told nurse to cut the device at the port. When this did not deflate the balloon, the pt was seen by the physician. Physician investigated reason for non-deflation and removed the device by popping the balloon/

Manufacturer narrative:
H6. 86, 100, 67 MFR performed a document search on possible lot numbers revealing no other abnormalities or complaints. Unable to determine cause.